Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a dislodged grip cable crimp. The instrument was found to have the cable crimp outside of its original position. It was not seated inside of the grips. As a result, the instrument could not operate properly. Additional observation(s) not reported by site: the instrument was found to have scratch marks/abrasion on the monopolar yaw pulley. There was no missing material found. Components adjacent to the damaged yaw pulley show damage which may indicate potential mishandling/misuse. The complaint regarding a broken connection cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.